Event description:
After nearly two years of successful device use, this pt began to experience pain, when using their cochlear implant. Concomitantly, pt was treated for a serious middle ear infection in the implanted ear, which resulted in a temporary paralysis of the facial nerve. Although the otitis media and facial nerve paralysis resolved with medical treatment, the pt continued to experience pain when using the device. Although results of a device integrity test were consistent with normal operation of the receiver/stimulator, the pt elected to have the device removed. Pt was successfully explanted and reimplanted in opposite ear in 2004. Their report of pain with stimulation may have been consistent with cochlear ossification and/or a persistent inflammation of the facial nerve.